Event description:
Same case as MDR 2134265-2012-08231. It was reported that post a stenting treatment procedure instent restenosis occurred. Two promus element plus stents were implanted in (B)(6) 2012. In (B)(6) 2012 the patient presented with instent restenosis. A unknown cutting balloon was used to treat the instent stenosis. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
If implanted, give date: (B)(6) 2012. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).